Manufacturer narrative:
It was reported that the table allegedly moved on its' own. The table was returned to stryker communications for evaluation. The table and hand pendant were both tested and the complaint could not be replicated. The table is being returned to the customer for use. There was no injury or adverse consequence reported.

Event description:
"It was reported that the table allegedly moved on its' own. There was no injury or adverse consequence reported."